Event description:
It was reported by dr. Hao who called bwi medical director on (B)(6) 2014 at 11:00 am, that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter, in which following isolation of pvi, he withdrew the catheter from the left atrium to right atrium and inserted it through the ramp 8.5 french sheath (st. Jude medical) for ablation of cavotricuspid isthmus. After finishing the ablation he was not able to retract the ablation catheter into the sheath in the straight or deflected position. Then he decided to withdraw the catheter while protruding out of the sheath taking the risk of injuring the inferior vena cava. After taking the catheter out of the body and inspected it, he realized the area around the force sensor was bulging or damaged. The procedure was completed without patient consequence. This event is being reported because an event of this type could potentially contribute to a death or serious injury and also the bwi failure analysis laboratory received the device for evaluation and found that electrode #2 is lifted with white foreign material underneath.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Non-bwi product used: st jude ramp sheath 8.5 french. (B)(4).

Manufacturer narrative:
(B)(4) it was reported by dr. (B)(6) who called bwi medical director on (B)(6) 2014 at 11:00 am, that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter, in which following isolation of pvi, he withdrew the catheter from the left atrium to right atrium and inserted it through the ramp 8.5 french sheath (st. Jude medical) for ablation of cavotricuspid isthmus. After finishing the ablation he was not able to retract the ablation catheter into the sheath in the straight or deflected position. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that electrode #2 was lifted with white foreign material underneath. A ft-ir test was performed to in order to identify the type of foreign material caught under electrode #2; the results demonstrated that the particle material is primarily composed of polyethylene with traces of barium sulfate. Which appears to be part of the ramp sheath and it got caught when the catheter get stuck on it. Per the reported complaint, catheter ods were measured and all were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. IFU clearly states to not use excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. In addition, extra care should be taken while inserting, aspirating and manipulating the guiding sheath. The customer complaint has been verified. However catheter ods were found within specifications.